Manufacturer narrative:
H6: the device was not available for return to ventec for the reported issue. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering low vte (exhaled tidal volume) and lower than set peep (positive end expiratory pressure) was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive-end expiratory pressure) and low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issue.